Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, post firing of the device to anastomose the gastric pouch to the small intestine, the white cartridge that houses the staples, became dislocated from the stapler after the instrument was fired. They removed the device carefully to complete the case. There was no patient injury.